Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s previous ins would typically last 3 days before they needed to charge it. They reported that they had to charge more frequently before they got it replaced. The patient stated they talked about replacement for about a year before the replacement happened. The patient was unable to recall specific date information regarding when the charging issues started. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device would not charge. No further complications were reported.